Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous, eccentric, and 95% stenosed proximal left anterior descending artery. Pre-dilatation was performed with a 1.5 x 8 mm balloon catheter. A 3.5 x 23 mm xience v stent was implanted; however, a dissection occurred at the distal edge of the implanted stent. A 3.0 x 23 mm xience v stent was used to cover the dissection. There was no clinically significant delay in the procedure no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device remains in the patient. A follow-up report will be submitted with all relevant information.